Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that the infusion set tape did not adhere properly due to moisture on (B)(6) 2026. No further information available.